Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead was stretched. (B)(4) the proximal segment of the lead was returned, analyzed and all conductors were fractured. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached and had a cosmetic depression and there was white substance on the lead.

Event description:
It was reported that the right atrial and the right ventricular leads were removed and replaced due to an apparent conductor fracture in each. No patient complications have been reported as a result of this event.